Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG not recognized) has been confirmed. Upon investigation the electrode belt ECG "d" cable was not recognized. The cause for failure was a spot weld deficiency. The root cause for damaged spot weld could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.